Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported issue. The fse verified air and helium leak with the iabp unit. The fse reported that the iabp unit had been dropped by the end user causing damage to rear cover, which caused tear in drive pressure hose and damage to the 300 psi check valve. The fse replaced all damaged parts, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, a helium leak occurred on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.